Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 700 mg/dl. The customer also experienced total renal failure. The customer was treated with an insulin drip and was in the hospital for three or four days. The customer was wearing the insulin pump at the time of the event, but it was removed by the hospital.